Event description:
It was reported that the right atrial (ra) lead was undersensing p-waves. It was noted that the patient was in atrial flutter and being hospitalized for pericarditis. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).